Event description:
It was reported that this patient contacted boston scientific technical services (ts) indicating that they heard beep tones coming from their pacemaker. Ts explained that audible alerts are not available for this pacemaker, however, further analysis was performed. Upon review of device data, it was found that this device exhibited oversensing of noisy signals in bipolar sensing configuration, and that a lead safety switch was triggered due to high pacing impedance measurements out of range, measuring greater than 3000 ohms. Additionally, there was a signal artifact monitoring (sam) stored episode, and it was noted that the minute ventilation (mv) feature was deactivated. A gradual decrease in right ventricular (rv) intrinsic amplitude and pacing impedance within rage were also observed, and fast ventricular rate sensing was identified within the histogram rate counts, which can be indicative of noise. Ts provided troubleshooting recommendations to evaluate system integrity and to rule out potential rv lead impairment. The following facility indicated that the plan is to monitor the patient as they have low pacing burden, and the patient is not symptomatic. At this time, no adverse patient effects have been reported. The rv lead remains in service.

Event description:
It was reported that this patient contacted boston scientific technical services (ts) indicating that they heard beep tones coming from their pacemaker. Ts explained that audible alerts are not available for this pacemaker, however, further analysis was performed. Upon review of device data, it was found that this device exhibited oversensing of noisy signals in bipolar sensing configuration, and that a lead safety switch was triggered due to high pacing impedance measurements out of range, measuring greater than 3000 ohms. Additionally, there was a signal artifact monitoring (sam) stored episode, and it was noted that the minute ventilation (mv) feature was deactivated. A gradual decrease in right ventricular (rv) intrinsic amplitude and pacing impedance within rage were also observed, and fast ventricular rate sensing was identified within the histogram rate counts, which can be indicative of noise. Ts provided troubleshooting recommendations to evaluate system integrity and to rule out potential rv lead impairment. The following facility indicated that the plan is to monitor the patient as they have low pacing burden, and the patient is not symptomatic. At this time, no adverse patient effects have been reported. The rv lead remains in service.